Event description:
It was reported that during a revision surgery the capture end of the retaining rod broke off both. No injuries or delays reported. Backup device available. No more information available.

Manufacturer narrative:
The associated devices were returned and evaluated. A visual inspection of the returned devices confirmed the stated failure mode. The threads were heavily damaged on one of the retaining rods and the tip of the threads fractured off the other retaining rod. The drivers were not returned for evaluation. The devices were manufactured in 2015 and 2018 and exhibit signs of extensive wear/usage. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however, we will continue to monitor for future complaints and investigate as necessary.